Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. It was communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. B are currently available. The IFU lists potential adverse events, including sepsis, infection (local, driveline, and pump pocket), multiple types of organ failure, and dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to septic shock. The sepsis was assumed to be due to an infection, though a source wasn¿t identified. It was likely developing at time of ventricular assist device (vad) implant. The infection was due to the deterioration of cardiac function and the need for extracorporeal membrane oxygenation (ECMO). The patient was not in multi system organ failure (msof) prior to vad implant though developed it afterwards. The sepsis was thought to most likely pre-date the vad implant (or be caused by removal of ECMO cannula during the operation), however, was not recognized on the day. The patient's death was not considered to be device or therapy related. Device was working as expected and would not be returned. No log files were available.